Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the his lead multiple placement attempts were made, which resulted in the tip of the lead becoming skewed. The his lead was placed, and the test parameters were not ideal. The his lead was removed and not used. A replacement lead was implanted with no issues. No patient complications have been reported as a result of this event.